Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2005. Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead had a prior failure and had been taken out of service and the patient had been using a single chamber device. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.